Manufacturer narrative:
Date sent to the FDA: 08/17/2007. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Consumer reported the development of a recurrent hernia more than one year following a previous umbilical hernia repair. Surgical repair is planned.